Manufacturer narrative:
Device manufacture date, date received by manufacturer in the initial complaint should have been reported as 05/02/2016. According to the peritoneal dialysis registered nurse, the patient did not follow aseptic technique when performing treatments. Physician notes from a previous medical record noted the patient ¿has some degree of underlying dementia that could be putting her at risk.¿ dementia could contribute to inability to follow instruction or understand risk factors. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis. The liberty cycler was not repaired or replaced against this complaint. The device history record (DHR) was reviewed. According to the last DHR entry, there were no noted device issues. However during testing, a pressure leak was encountered and the air bag was replaced to resolve the encountered issue. Also, remove heater bag from heater tray, and drain complications were encountered. Burn-in test was re-run and the encountered issues did not reoccur. In addition, the device record review confirmed the labeling, material, and process controls were within specification

Event description:
Medical records were received from the patient's treatment facility. The patient's peritoneal dialysis fluid culture revealed gram variable citrobacter freundii which is often associated with constipation and/or diarrhea. The patient was initially treated with gentamycin 120mg and vancomycin 1g then was switched to gentamycin 60mg daily until the culture results were back. The medical records did not indicate whether the patient was treated outpatient or in the hospital.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation. This is one event of peritonitis reported for the same patient involving six separate incidents.

Event description:
Medical records were received from the patient's treatment facility. The peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2015. A physician note in the medical record indicated the patient "has some degree of underlying dementia that could be putting her at risk." It was also noted the patient has developed peritonitis a total of 7 seven times. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient developed peritonitis due to the patient's inability to follow aseptic technique during treatment.